Event description:
A caller reported an issue with the touchscreen responsiveness, noting that the pump screen was frozen and would not respond to input. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.